Event description:
It was reported that the 7900 system would intermittently not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kv and ma were adjusted during the service call.